Event description:
Pt coughed up a plastic catheter, which was determined to be the tip of a 14fr in-line suction catheter. The piece is 36mm. Pt was admitted to the hospital for cardiac arrest. Pt placed on mechanical ventilation with the in-line suction catheter, noted above, in place. Pt was removed from mechanical ventilation a few days later and 36 hours later coughed up a small segment of this catheter. (Please note that the lot number may not be accurate). Dates of use: 3-4 days.